Event description:
This female patient had a prior pci (details unknown). The patient had an elective procedure due to acute coronary syndrome. Aspirin and plavix were administered prior to the procedure. Lesion 1-1 was classified as 3.0 x 13mm segment of the left anterior descending (lad). This was an ostial lesion. The lesion was not predilated. A 3.0 x 13mm cypher stent (lot number i1005061) was sucessfully deployed. The lesion was postdilated. Discharge medications included plavix and aspirin. Approximately eight months later, a pci was performed in the previously treated lad as restenosis was confirmed in the previously implanted cypher stent. The lesion was treated with a 3.0 x 13mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.